Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR# 2916596-2023-08820 and related MFR# 2916596-2023-08819. It was reported that the patient had been having power cable disconnect alarms since (B)(6) 2023, despite having both power sources connected. No ventricular assist device (vad) off alarms were seen on interrogation. The patient's driveline and battery wires were extremely frayed and tape made up most of the patient's driveline. The patient did not use a bag, and instead placed their batteries in their pockets, causing more twisting of cords. Log files captured several odd power cable disconnect alarms throughout the event history starting (B)(6) 2023. There did not appear to be any issues with the driveline. The patient's system controller was exchanged on (B)(6) 2023, but the patient continued to have power cable disconnect alarms overnight. Additional log files captured a few power cable disconnect alarms the morning after the controller exchange that did not appear to be associated with a power exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 3 days (09mar2016, 14dec2023 ¿ 15dec2023 per timestamp). The driveline was connected on 14dec2023 at 10:34:07, consistent with the reported controller exchange. On 14dec2023 from 19:07:30 ¿ 22:53:22, while connected to batteries, intermittent power cable disconnect alarms activated due to black power cable disconnects; however, the voltage on the black power cable did not drop. The alarms were not associated with a power source exchange and resolved shortly after each time. Pump operation was not affected. The heartmate ii system controller (s/n: (B)(6)) was not returned for analysis and remains in use. Per the provided information, despite the controller exchange, power cable disconnect alarms continued to alarm. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.